Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during investigation, the battery compartment was cracked from the top to the cover. There was evidence of moisture corrosion on the transceiver board, in the battery compartment and on the display. A leak test confirmed a battery compartment leak. Unrelated to the original complaint, there was a crack found in the case near the upper right corner and near the lower right corner of the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that the battery compartment was damaged and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.